Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope's stent got stuck on the working channel. The event was found during a endoscopic retrograde cholangiopancreatography and was completed with a similar device.. There were no reports of patient harm.